Event description:
It was reported that the device was broken. "Catheter inside the balloon." As a result, the catheter was removed and replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint for iab catheter damaged is confirmed. During the investigation, the iabc central lumen was noted damaged/broken in the flex tip assembly area. The iabc bladder membrane was fully intact, with no leaks noted. The root cause is undetermined. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was broken. "Catheter inside the balloon." As a result, the catheter was removed and replaced. There was no report of patient complications, serious injury or death.